Event description:
It was reported that (1) tlc75 was used during a right lower lobectomy procedure. It was reported by the rep that the surgeon attempted to fire the tlc75 across the lung during the procedure and it would not fire. The surgeon repositioned the instrument on tissue and was then able to successfully fire the instrument. The second firing went fine. On the third firing, instrument jammed again. Opened a tl60 to finish the case. There was no consequence to pt.